Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain in the right posterior ribs due to the location of the ipg site. Surgical intervention took place on (B)(6) 2021 wherein the ipg pocket was revised. Issue resolved.